Event description:
Company representative became aware of an online post company person close to the patient. The person had posted that "the lap-band has embedded itself into [the patient's] stomach wall...they will have to go in (sic) and remove it, but [reporter is] not sure when because [the patient] still has infection in [their] belly."

Manufacturer narrative:
Taper unknown. Lap-band adjustable gastric banding system (unk size). The access port connector associated with this report has not been returned. The device has not been identified as an allergan device, therefore, connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number, implant date or manufacturer was specified. Infection and erosion are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No additional information is obtainable as the event was discovered on a social media site.